Manufacturer narrative:
D9 product available to stryker- updated. D9 returned to manufacturer on- updated. C2/d10 concomitant products grid- updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the catheter shaft was noted to be kinked/bent. The catheter distal shaft was noted to be kinked/bent. The catheter distal shaft was noted to be broken/fractured 4 cm from the tip. The catheter tip was intact. During the functional inspection, the catheter was flushed and a leak was noted at the broken/fractured point. No damage was noted to the catheter tip. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'catheter tip broken/fractured during use' and 'catheter tip kinked/bent' were not confirmed during analysis. The reported 'catheter shaft leak during use' was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. Patient's anatomy was moderately tortuous. It was reported, 'left mca m1 thrombus case. Delivered catheter to left m1 and used 20ml syringe to do thrombus aspiration, but the operator found blood was aspirated out continuously. So he withdrew the catheter out of patient's body and found tip of the catheter was kinked. Used syringe to inject saline and found 3cm from tip of the catheter was fractured and the saline was leaked from fractured position. So the operator replaced the catheter with another catheter to finish the procedure'. The device was returned for analyses, and it was noted that the catheter shaft was kinked/bent. Similarly, the distal shaft also exhibited kinks and bends. Additionally, the distal shaft was found to be broken or fractured 4 cm from the tip, although the catheter tip itself remained intact. An assignable cause of procedural factors will be assigned to the reported 'catheter tip broken/fractured during use', 'catheter tip kinked/bent' and 'catheter shaft leak during use' and the analysed 'catheter shaft kinked/bent', 'catheter shaft broken/fractured during use' and 'catheter shaft leak during use' as this issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the left middle cerebral artery (mca) m1 thrombus procedure the subject catheter was delivered to do the thrombus aspiration, the operator found that blood aspirated out continuously. When the catheter was withdrawn it was flushed with saline and noted to be fractured and leaking 3cm from the tip. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the left middle cerebral artery (mca) m1 thrombus procedure the subject catheter was delivered to do the thrombus aspiration, the operator found that blood aspirated out continuously. When the catheter was withdrawn it was flushed with saline and noted to be fractured and leaking 3cm from the tip. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the left middle cerebral artery (mca) m1 thrombus procedure the subject catheter was delivered to do the thrombus aspiration, the operator found that blood aspirated out continuously. When the catheter was withdrawn it was flushed with saline and noted to be fractured and leaking 3cm from the tip. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H6 results code grid - corrected. An assignable cause of 'not confirmed' was assigned to the reported event 'catheter tip kinked/bent' and 'catheter tip broken/fractured during use' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.